Event description:
The customer reported that during set up for a planned anterior vitrectomy, the vitrectomy probe was difficult to connect to the system. The pt had not yet been prepped for the case. The system was switched out to proceed with the case. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and found the cpc connector had warped o-rings. The cpc connector was replaced and disposed off. The system was then tested and met all product specs. (B)(4).